Manufacturer narrative:
The autopulse lifeband (s/n (B)(4)) was returned to zoll for evaluation. Visual investigation was performed and found the breakaway link broken. The breaking of breakaway link on the lifeband is a designed safety feature to prevent over compression. As the drive shaft rotates and shortens/tightens the lifeband, compresses the patient's chest. Should one side of the lifeband get caught/jammed in the belt guard during the compression, the load sensors do not see the expected increase in load. Consequently, the breakaway link will separate and prevent compressions to continue. The autopulse user guide instructs that if the bands cannot be closed, to revert to manual CPR.

Event description:
It was reported that the lifeband (s/n: (B)(4)) was placed on a patient who suffered a cardio-pulmonary arrest. According to the customer, no sooner was the autopulse powered on a "pop" was heard and the lifeband snapped. The use of the autopulse platform was discontinued and another chest compressions system (lucas) was started and continued. No known patient consequences were reported.